Event description:
Boston scientific received info that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), while suturing the pocket they ran the auto setup. It was noted that the impedance test timed out. After re-running the test, it did complete. Upon review of the manual set up it was noted that the impedance check did not complete until the third attempt. It was initially though that since the physician suturing the pocket at the time of the auto setup, there may have been disturbed adequate tissue contact which affected the device's ability to get a good impedance measurement. After running auto setup, defibrillation threshold (dft) testing was unsuccessful thus the electrode was repositioned. Upon reconnection of the electrode a charge time (CT) error appeared due to sub-threshold impedance measurement timeout during implant. The physician requested a new device; this s-ICD was attempted and not implanted. A review of the device's memory was performed by a boston scientific engineer. Memory analysis noted the CT error occurred when attempting to dump energy from high voltage capacitors prior to performing an impedance test. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance lab. The device was successfully interrogated and review of the device memory confirmed a charge time-out fault was recorded. The internal s-ICD firmware event log indicated that the device was unable to fully discharge the high voltage capacitors prior to performing a lead impedance measurement. The device will issue a charge time-out error if the energy cannot be fully dissipated within a defined time period. Engineers were able to initially replicate the reported clinical observation of a charge time-out code by performing a manual lead impedance test after charging the high voltage capacitor. Further analysis was performed and a commanded dump was completed without any issues, multiple lead impedance measurements were performed. And completed and automatic setup completed with normal results. A commanded 10 joule shock returned a normal value of 66 ohms. The allegation from the field was confirmed through the memory log.